Event description:
The manufacturer received information alleging of a thermal event to a repaired dreamstation auto CPAP device. The patient called in alleging that she while sleeping, she smelled something burning that smelled like a chemical smell, and the machine "cuts off" and it does not blow air. The patient did not touch the machine but unplugged it. There was evidence of melting/warping on the power cord and exposed wiring. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging of a thermal event to a repaired dreamstation auto CPAP device. The patient called in alleging that she while sleeping, she smelled something burning that smelled like a chemical smell, and the machine "cuts off" and it does not blow air. The patient did not touch the machine but unplugged it. There was evidence of melting/warping on the power cord and exposed wiring. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received on june 10, 2022, and section h11 should be reported as: the manufacturer received information alleging of a thermal event to a repaired dream station auto CPAP device. The patient called in alleging that she while sleeping, she smelled something burning that smelled like a chemical smell, and the machine "cuts off" and it does not blow air. The patient did not touch the machine but unplugged it. There was evidence of melting/warping on the power cord and exposed wiring. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There were no visual findings on the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer's service center concludes that there were no visible foam degradation and unit passed final test. In box g: date received by mfg (rfb) has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. Product brand name (rfb) was updated.